Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional customer contact phone: (B)(6). Occupation: biomedical engineer. A getinge field service engineer evaluated ac cable retractor coil malfunctioning. Resolution: unstuck the retractor coil wire; now, the wire retraction function as intended.unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) ac cable retractor coil was malfunctioning.

Event description:
It was reported during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) ac cable retractor coil was malfunctioning. There was no patient involvement.